Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) timing is off while in use on a patient. No patient injury or harm was reported.